Event description:
It was reported that the patient had significant distension and swelling in the front of the shoulder and upper chest.

Event description:
It was reported that the patient had significant distension and swelling in the front of the shoulder and upper chest.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The calibration sticker on the back of the pump indicates it is not overdue for calibration. Visual inspection of the outside of the pump confirmed no physical damage, only scratches were seen. Visual inspection of the roller wheel and sensor confirmed no physical damage. The case cover was removed for visual inspection of the inside of the pump; no damaged components observed. No error messages depicted on the screen after switching on. A hand pressure gage was used to check the accuracy of the pump. The pump read all values within specification. A tube set was inserted into the pump with a water source, shaver, and a joint test fixture with a pressure sensor transducer connected. Then pump was tested with a set pressure of 50 mm hg with a flow rate of 1.5 l/min. The pump was allowed to run for several minutes. After several minutes, the pump was able to maintain the set pressure when the suction outflow valve on the shaver was set on open, half, and closed. The pump conforms to specification; no problem found. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.